Manufacturer narrative:
Spacelabs has launched an investigation in this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a request for service repair for xprezzon bedside monitor model 91393 that lost display during use on (B)(6) 2015. No one was injured as a result of this event.

Manufacturer narrative:
The product was repaired on site by a spacelabs field service engineer. The reported problem was verified. Part number 050-0619-02 service kit with cpu pcba was used to replace the non-functioning display components. The repaired unit passed all functional tests and was returned to the customer. Lack of a display was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.